Manufacturer narrative:
(B)(4).

Event description:
It was reported that both implants deployed at the same time. A backup device was available to complete the procedure. There was a reported delay in the procedure of less than 30 minutes. No patient impact was reported.

Manufacturer narrative:
The returned device has been used. The delivery needle is bent, bowed and twisted. It shows signs of aggressive use. The device is non-functional due to the damages incurred. The device does actuate but does not fully retract any longer. Intentional or unintentional bending and damage of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. There appears to be use factors that contributed to the complaint symptom and device¿s condition. No manufacturing issue found to support the complaint. Use error cannot be ruled out as a contributing factor to this event.